Event description:
Last friday during a knee surgery with hp instruments, the intramedullary guide (B) (4) broke inside the pt's femur. The rx confirmed that the broken piece was inside the pt's femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.